Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon discovered the outer seal was torn on a 511sd trocar. The trocar was replaced with another 511sd trocar and the seal tore again. This was repeated two more times for a total of (4) 511sd trocars with outer seals torn. There was no consequence to the pt.